Event description:
During a colon resection procedure, the device was not cutting well in fatty tissue- appeared to be tearing more than cutting. Surgeon performed open surgery due to the tearing and bleeding on the fatty tissue. No patient harm was reported.

Manufacturer narrative:
The device was received covered in coagulate. Prior to testing the jaws were cleaned per the IFU (instructions for use). Testing of the device could not confirm the device complaint. The device activated to the correct generator default setting, coagulate and cut to manufacturer specifications with no problems noted.